Event description:
It was reported on voluntary medwatch (B)(4) that, "laser could not continually fire w/o shutting off. This was accompanied by jetted air escape. The procedure had to be aborted as a result of this failure, however the pt was otherwise unharmed."

Manufacturer narrative:
Lumenis investigated the reported event directly contacting the initial reporter for follow-up information. Reasonable attempts were made by phone and email to obtain patient information including patient age, gender, current medical conditions, other relevant patient data, and subject device service records however none was received. During the investigation the user facility reported that a vocal cord biopsy was being performed with the subject device when the reported device issue occurred. The facility also reported that the surgeon elected to monitor the patient rather than return the patient for a second procedure since the patient's initial biopsy showed inflammatory tissue, with no suspicious cell growth. A review of lumenis subject device service records found that the device had been installed at the user facility on (B)(4) 1988. Lumenis records show that subject device warranty expired on (B)(4)1989. One record for service was recorded on (B)(4) 2002. Additionally, the user facility does not currently retain a service contract with lumenis for the subject device; therefore no examination of the subject device occurred with respect to the issues reported in the related voluntary medwatch. Although no information was provided by the user facility regarding the service history of the device, lumenis cannot rule out that service by unauthorized third party service providers may have contributed to the reported event. Lumenis, therefore, cannot determine a cause for the event reported.